Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was observed to be fluctuating. Additionally, it was reported that the pump time and date was incorrect; cause was unknown. The customer's blood glucose was 198 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. Based on the analysis, the alleged settings issue was verified in the pump logs; however, no failure was identified.